Event description:
This lv lead was implanted on (B)(6) 2015 and remain implanted. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).